Manufacturer narrative:
Other applicable components are: product ID: 37642, serial# (B)(4), product type: programmer. Analysis of the programmer (sn#: (B)(4)) found that the antenna jack was broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient could not get telemetry with the antenna. The patient was able to get telemetry without the antenna.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.